Event description:
The ins device was explanted at a procedure in (B)(6) 2015. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that the patient experienced a shocking sensation from their implantable neurostimulator (ins) which began immediately after the implant of the device. The ins system was then removed due to this issue. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See manufacturer¿s report # 3004209178-2015-09246 for the patient¿s damaged lead issue.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v033182, implanted: (B)(6) 2007, product type lead. (B)(4).